Event description:
Reportedly there have been 11 events involving the baxter prismaflex machines at this facility. In all of the events, reportedly there was no patient harm. Seven (7) events related to voltage issues/errors (see below descriptions): one (1) event related to a high voltage alarm. One (1) event related to malfunction low voltage output. One (1) event related to a voltage problem. Four (4) events related to voltage out of range. Three (3) events related to loading tubing. One (1) event related to a filter clotting alarm.

Manufacturer narrative:
The following elements have blank data.

Event description:
Reportedly there have been 11 events involving the baxter prismaflex machines at this facility. In all of the events, reportedly there was no patient harm. 7 events related to voltage issues/errors. 1 event related to a high voltage alarm. 1 event related to malfunction low voltage output. 1 event related to a voltage problem. 4 events related to voltage out of range. 3 events related to loading tubing. 1 event related to a filter clotting alarm.